Event description:
Severe pain [pain]. Swelling [swelling]. Non weight bearing [weight bearing difficulty]. In a wheelchair [mobility decreased]. Aspirated joint [joint effusion]. Case description: spontaneous report was received on 26-apr-2012 from a physician via company representative regarding a (B)(6) female patient, initials (B)(6). The patient's medical history was significant for use of synvisc (hylan g-f 20) (three series), initiated first time in 2007. On (B)(6) 2012, the patient initiated a fourth series of treatment with synvisc injection, 2 ml, weekly, in an unspecified location. The lot number for synvisc was w1121 and expiry date was 30-sep-2014. The patient had a follow up visit on (B)(6) 2012 and reported having severe pain and swelling. It was reported that the patient was non-weight bearing so was in a wheel chair. An unknown amount of fluid was aspirated from the joint and gram stain analysis showed no infection. The patient was prescribed sterapred (prednisone) dose pack and started showing improvement. The action taken with synvisc was not provided. The outcome for all the events was not yet recovered. Concomitant medications were not provided. The intensity for the event of pain was severe. The intensity for the events "in a wheelchair', non-weight bearing, swelling and aspiration (joint) was not provided. The reporting physician did not provide relationship between synvisc and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on 02-may-2012. Evaluation summary: the production and quality control documentation for lot number w1121, expiry date 2014-09 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship is not affected by this report.